Manufacturer narrative:
The insulin puump was received with bleeding and cracked lcd glass. The insulin pump was received with minor scratches on the display window. The excessive no delivery alarm test could not be performed and the alarm could not be verified due to cracked lcd glass.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 432 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.